Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2019 due to low blood glucose which caused seizures. Customer¿s blood glucose was 36 mg/dl when admitted to the hospital. Customer was treated with glucagon. It was reported that customer experienced low blood glucose for two months and was also hospitalize. Customer was hospitalized on (B)(6)2019 with blood glucose of 27 mg/dl. Customer was hospitalized due to low blood glucose and seizures. Again, customer was hospitalized on (B)(6) 2019 with blood glucose of 28 mg/dl to 29 mg/dl. Customer was also hospitalized due to low blood glucose and seizures. Caller believed that the insulin pump was damaged but declined troubleshooting.